Event description:
Information was received from a patient receiving intrathecal dilaudid via an implantable pump for non-malignant pain. It was reported that the reason for call was the patient stated they had magnetic resonance imaging (MRI) yesterday and was admitted to the hospital immediately after. The patient stated their pump was turned off and they need it turned back on. The patient confirmed they did not hear an alarm coming from the pump. The patient mentioned they went to use their controller last night because their pain started acting up, and when they tried to give themselves a bolus, they saw a code 100 (motor stall detected). The agent reviewed meaning of the code. While on the call, the patient was able to connect to their pump and confirmed no motor stall alerts were present and indicated a bolus was successful. The patient would monitor symptoms and follow up with healthcare provider as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.